Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unable to tighten was confirmed in the lab. The connector block noted some medical adhesive in between threads. Close up photography indicated that the v-top setscrew inset was stripped. The medical adhesive clogged the setscrew inset making it difficult to tighten setscrews and stripping the setscrew inset.

Event description:
It was reported that the setscrew would not tighten during implant. The device was not used.